Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel previously released flags, call for service message) was confirmed. Upon investigation, no gel was released from the electrode belt. The cable connecting the distribution node (dn) to the rear therapy electrode was ripped from the dn. The damaged cables caused the false "gel previously released" flags and the call for service message reported by the pt. The root cause for the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male, pt, called zoll customer support to report that his lifevest was displaying "call for new belt." Download data revealed several "gel previously released" flags. The pt was issued a replacement electrode belt.